Event description:
Last year pt needed new contact lens so she had her yearly eye exam. Dr suggested she try renu moistureloc solution. After using the solution, she developed splinters or like glass in the eyes. She could not wear contact for a month. Went back to generic and eyes were fine. Went back to use moistureloc and ulcer came back.